Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge leaked. A cartridge change was performed resolving the issue. Additionally, multiple occlusion alarms occurred. Reportedly, the customer changed the pump supplies to address the issue. There was no reported impact to the customer¿s blood glucose.